Event description:
Consumer was sitting on scooter, allegedly leaning backwards to close a blind when the back of the scooter allegedly snapped off, causing the consumer to allegedly fall backwards. No injury alleged.